Event description:
Medical records provided by the pt's attorney: (B)(6) 2002: the pt underwent a large ventral hernia repair with a composix kugel patch. On (B)(6) 2002: pt office visit, seroma is drained. On (B)(6) 2002: pt office visit, exposed mesh, drainage. No infection, redness or fever. On (B)(6) 2003: green drainage from wound, exposed ventral hernia mesh. Treated with antibiotics. On (B)(6) 2003: explant of composix kugel patch. Pus was around mesh. On (B)(6) 2003: abdominal wall closure with a non-bard mesh. On (B)(6) 2003: the pt underwent exploratory laparotomy, removal of non-bard mesh, small bowel resection, abdominal lavage and placement of bard flat mesh. On (B)(6) 2007: the pt underwent additional surgical intervention for partial removal of infected bard flat mesh, lysis of adhesions, left sided rectus abdominas myocutaneous flap advancement for abdominal wall closure. On (B)(6) 2007: office visit, area of delayed healing, wound is clean without infection.

Manufacturer narrative:
Info related to the recalled composix kugel mesh implanted on (B)(6) 2002 will be reported in accordance with rae (B)(4). Currently, it is unk whether the mesh may have contributed to the alleged event. The pt has had multiple prior abdominal surgeries and has a dependency to nicotine. The pt was reportedly treated for an infection. Although there is no culture report to confirm the infection, the IFU states that if an infection develops, it should be treated aggressively, and that an untreated infection could require removal of the prosthesis. A review of the mfg records was performed, including sterility, and there was no evidence of mfg related cause for the reported event. No sample was returned for eval. With the info provided, no conclusion can be drawn.